Event description:
Information was received that during use of this smiths medical cadd extension sets, leaked from the tubing at the filter after 24 hours was noted. Subsequently, the patient switched to a new tubing. No clinical injury and no reported adverse effects.